Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 326 mg/dl. Customer's sensor glucose level was 126 mg/dl. The sensor glucose and blood glucose readings have been off by 200 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer had a calibration error and lost sensor alarm. Customer experienced issues with multiple sensors and had a bent cannula. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.